Event description:
After visual inspection of the device, the device was inserted into the patient. Approximately 20 minutes after, urine began to collect into the bag, the bag began to leak onto the floor. The device had to be removed and another device placed using sterile technique. The device was retained for investigation; however packaging was discarded. There is no known negative impact to the patient.